Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01-dec-2017 with the following findings: the battery compartment was cracked along the side of pump. The display was very dim with a reddish hue. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was damaged, and the display was dim. This report is made based on results of investigation completed on 01-dec-2017.